Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, due to tortuous anatomy, it was difficult to anchor the valve into the calcified 23mm homograft. The valve was implanted deep after several recaptures resulting in moderate to severe paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted approximately 8 mm higher with a good result. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The procedural cines were submitted for review, which showed the full release of the valve, at a depth of 10-12mm, and then migrated down below 12mm. The recommended implant depth for the device is 3-5mm. Positioning of the valve is often influenced by patient anatomy and user experience and technique. In this case, it is likely that the homograft was a contributing factor to the positioning difficulties and inaccurate placement. There is no indication of any product non-conformance or malfunction that led to these difficulties.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.